Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported the spring in the programmer that kept the batteries in place was defective and this was what had led to the device not being effective for their symptoms. The replacement programmer resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a blank screen on the patient programmer. The patient placed the programmer over her implant and pre ssed the sync button. Nothing was coming up on the screen. The patient was going to try changing the batteries and call back if that did not resolve the issue. The device stopped being effective for her symptoms. This occurred on (B)(6) 2015. The blank programmer screen was seen on (B)(6) 2016. It was further reported on (B)(6) 2016 that the patient programmer does not power up despite purchasing new alkaline batteries. They removed the batteries, checked the coils, replaced the batteries, and tried powering up the patient programmer but the screen remained blank. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.